Event description:
It was reported that the device cut but did not fire staples. The surgeon sutured the anastomosis to complete the procedure and there were no pt consequences. The device is being returned.